Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged harm reported, with no allegation of device deficiency found on 01-mar-2023. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, force sensor test and basic occlusion test. Unable to perform the displacement test, occlusion test or dat test due to broken reservoir tube lip, missing reservoir tube o-ring and missing retainer ring. Thus and carelink software was utilized and downloaded trace/history files properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir not locked properly into reservoir compartment due to partially broken reservoir tube lip, missing reservoir o-ring, missing retainer. The following were noted during visual inspection: partially broken reservoir tube lip, missing reservoir o-ring, missing retainer, faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, pillowing keypad overlay, missing display window cover, scratched case and minor scratched lcd window. Unable to verify harm reported, with no allegation of device deficiency due to partial broken reservoir tube lip, missing reservoir tube o-ring and missing retainer. Cosmetic damage found on the pump case. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and reported no device problem. Troubleshooting was not performed. No further patient complications were reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.